Manufacturer narrative:
Insulin pump received with minor scratched display window. Device received cracked case display window corner. Insulin pump received with cracked reservoir tube lip. Device received with broken belt clip slot.

Event description:
It was reported that the device had cracked around the battery and reservoir compartment. Customer's blood glucose was 404 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.